Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found post-passed t-wave oversensing during a follow-up appointment. The patient lost therapy due to the oversensing. The patient was in good condition. Technical support was contacted and programming recommendations were recommended for the next appointment.